Manufacturer narrative:
(B)(6) a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2016, a bd insyte autoguard bc shielded IV catheter broke while in use and a piece of the catheter remained inside the patient's vein. The patient received an echography and on (B)(6) 2016, the broken catheter was removed from the patient surgically by vascular surgeons.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed that the returned unit consisted of a safety barrel-cannula assembly, a catheter adapter assembly and a needle cover. The needle was fully retracted inside the safety barrel and patient residue (blood) was present throughout the unit. A microscopic inspection observed a portion of the catheter tubing was missing (about 7 mm. In comparison with the representative sample). There were cuts (3 locations) near the end edge of the catheter tubing, 2 of the cuts observed had a ¿v shape¿ this observation is supporting evidence that the damage was caused by the needle tip during manipulation (re-cannulation) of the device. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5107744. Conclusion: an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that the evidence provided does not deliver confirmation that the catheter was not functioning correctly during the period of infusion. There was not enough physical evidence to confirm or support manufacturing process related issues for the defects. During the assembly process there is a 100 percent automated vision system inspection for tip spear, base spear, and lie distance. Defect of this type found during manufacturing would be discarded.